Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 31mm watchman flx closure device was implanted. At the 45 day routine follow up, transesophageal echocardiography (tee) imaging revealed a large echo density measuring 1.68 x 1.95 cm attached to the closure device which is concerning for device related thrombus (drt). The closure device remains well seated with no flow noted around the device. No interventions or patient complications were reported.

Manufacturer narrative:
B5: information added. B7: information added. H6: code changed from no health consequences or impact to medication required.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 31mm watchman flx closure device was implanted. At the 45 day routine follow up, transesophageal echocardiography (tee) imaging revealed a large echo density measuring 1.68 x 1.95 cm attached to the closure device which is concerning for device related thrombus (drt). The closure device remains well seated with no flow noted around the device. No interventions or patient complications were reported. It was further reported the patient was placed on aspirin and plavix after the index procedure. The patient was started on xarelto in response to the drt.